Event description:
During the index procedure with pre-treatment balloon angioplasty, one endeavor sprint rapid exchange (rx) drug eluting stent was implanted in the 1st diagonal. According to the discharge summary, the rca was evaluated at the time of the index procedure and found to have obstructive disease. One month post the index procedure, repeat angiography for a staged procedure revealed a patent 1st diagonal stent, 40-50% stenosis of the proximal/mid lad, and an 80% stenosis of the mid rca. The angiographic core lab reported a 14% in-lesion restenosis with the notation of non-target vessel revascularization to mid rca. The patient underwent placement of another brand stent in the mid rca. Approximately 7 months post the index procedure, repeat angiography revealed a 95% in-stent restenosis of the 1st diagonal and an 80% stenosis of the proximal lad. The patient underwent balloon angioplasty of the 1st diagonal with placement of another brand stent and additional angioplasty of the proximal lad with placement of a second other brand stent. Approximately one year post the index procedure, it is reported the patient underwent sigmoid resection, the discharge summary reported that the patient experienced a nstemi postoperatively.

Manufacturer narrative:
(B)(4). Results: myocardial infarction.